Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, including disability, hernia recurrence, pain and revision surgery. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Review of manufacturing records indicate product was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample not returned.

Event description:
Attorney alleges that the patient underwent hernia repair surgery and was implanted with composix l/p mesh on or around (B)(6) 2017. On or around (B)(6) 2020, the patient underwent revision surgery due to the defective qualities of the mesh. It is alleged that between (B)(6) 2017 and the present, patient suffered from recurrent hernia requiring multiple visits, subsequent hospitalization and surgery to repair the recurrent hernia. It is also alleged that the patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering and disability.